Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Unable to perform the unexpected restart error test due to button and keypad anomaly. No damage on connectors or moisture damage inside the insulin pump noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 198 mg/dl. The device may have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.